Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing occlusions.

Manufacturer narrative:
The system was examined and tested and found to meet product specifications. There were no system messages tied to the e reported event. There was no information about the testing of the handpiece however. Without the additional information, the reported event cannot be determined. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).